Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Based on the vendor complaint report, it was determined that the orthognathic movements did not match the vsp, the complaint is confirmed. They proposed this was due to the lefort osteotomy of the maxilla on the postop scan differing from the planned one. No x-rays, scans, photographs, or physician reports were provided. The product was not returned and no functional tests or inspections could be performed. The design vendor reviewed the digital design of the left fossa and mandible implants and marking guides and determined that they fit correctly to the patient's anatomy, the screw hole locations were correct, and the products were therefore conforming to design specifications (470-500). Device history record (DHR) review was unable to be performed as the lot number of the screws involved in the event is unknown.the most likely underlying cause of the complaint cannot be determined. However, it is possible that this may have been due to lefort marking guides not having been requested/provided. Intermediate and final splints were provided, and a digital review by the vendor found them to be conforming to wi 470-906. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical device - biomet microfixation custom made tmj, catalog #: tmjpm-1944, lot #: 812610; biomet microfixation screw, catalog #: 91-2716, lot #: unknown; biomet microfixation screw, catalog #: 91-2718, lot #: unknown. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00171, 0001032347-2019-00222 & 0001032347-2019-00223.

Event description:
It was reported a request for a custom implant was received, indicating that a revision will occur. The revision is planned because the mandible component has become dislocated from the fossa component. No additional patient consequences were reported.